Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading between 34-40, blood glucose reading in the 100 mg/dl range. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.